Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
As reported, "there was a blood leak detected at a cannula during use. Patient got a veno-venous (vv) ECMO femoral both sided. 5 days later, a change from vv to veno-arterial (va) was planned. Therefore the bandage had to be removed. At that time, a blood leak was noticed at the canula. The canula did not show any hole or crack. It seemed that the leak came from the transition of the wired part to the non wired part. The patient lost about 50ml - 100ml of blood; no additional problems reported. The veno-venous femoral canula was then replaced with a arterial canula. The arterial canula was placed into the left atrium." This device was used off label from it intended use. Edwards cannula per the IFU are to remain in use no longer than 6 hours. This device was in use for 5 days.

Manufacturer narrative:
Evaluation: the cannula was visually inspected and a multiple kinks were found at the over molded hub of the cannula. An attempt was made to inject the water into the cannula. The cannula was found to be leaking. The root cause could not be determined. The cannula was used off label. Per the instructions for use the device is not to be used for greater than 6 hours. Edwards does not have any information on how the device will function after it has been in use for 5 days. A manufacturing defect could not be confirmed, and the complaint trend remains in control. Corrective actions will not be performed. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.